Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was found to be fractured. (B)(4).

Event description:
It was reported that pacing failure was found when using the external pulse generator (epg), so a checkup request was received for the patient cable associated with the epg. The cable was returned to the manufacturer. The patient had an intrinsic heartbeat so there were no patient complications associated with this event.